Event description:
An attempt was made to use the device for internal defibrillation with a different model internal defibrillation cable. This cable is not designed for use with the device and could not be attached as a result.